Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin. The customer reported blood glucose level was "fine". At the time of the call, the customer declined to reload the cartridge. Multiple attempts were made by tandem technical support to follow up with the customer; however, no additional information was provided on the reported event.